Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5: detailed inquiry description: the red collar on the arterial bloodline is loose, one incident where it separated and there was blood loss.

Manufacturer narrative:
Event 5: this report has been identified as b. Braun medical internal report number (B)(4). A video of the blood tubing set was provided for evaluation. The complaint was confirmed as there appeared to be fluid in the luer. The defective part was not identified, and root cause was not determined. No sample was provided for evaluation. Based on the data from the investigation results, the root cause of the reported incident was unable to be determine. The actual defective device is a valuable tool in investigating the cause of this incident. A review of manufacturing records was performed and indicated that there were no quality issues during the manufacturing of this lot related to the reported issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.